Manufacturer narrative:
(B)(4). The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "pain, hardening, swelling, seroma, capsular contracture" of baker grade "stage 3."

Event description:
Patient reported left side "pain, hardening, swelling, seroma, capsular contracture" of baker grade "stage 3." Treatment with anti-inflammatory, antibiotic, and corticosteroid was given with no resolution. The device remains implanted.

Event description:
The device has been explanted and replaced. Patient representative reported "patient has been having difficulty in healing after the surgery, causing emotional shock".

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d.6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "pain, hardening, swelling, seroma, capsular contracture" of baker grade "stage 3." Treatment with anti-inflammatory, antibiotic, and corticosteroid was given with no resolution. The device remains implanted.